Manufacturer narrative:
The impella device was received from the customer and, an evaluation of the device is ongoing at this time.. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the physician was concerned due to motor current and placement signal irregularities. Patient was on bivalrudin and bicarb in purge. Physician was worried this could be thrombus related. Pump was removed. Thrombus was noted on pigtail after pump was removed.

Manufacturer narrative:
B(5): included new information of thrombocytopenia and hemolysis. Investigation is still in process and a supplemental will be filed upon conclusion.

Event description:
Additional information was received via abiomed's long-term outcome and quality indicator impella registry (loqi) indicating this patient to have endured hemolysis with a probably relationship to the impella device: "impella was complicated with hemolysis (ldh > 1189>2200>2349, cpk 590>2203, and low haptoglobin)" resulting in device removal. Additionally, the day prior (on august 17th) thrombocytopenia was noted; also with a probable relationship to the device: ""high suspicion for hit syndrome given significant bleeding and thrombosis despite therapeutic act values on heparin."